Manufacturer narrative:
When this lead is received and analyzed, a supplemental report will be provided.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to dislodgement, insulator issues and a fracture discovered during an implantable cardioverter defibrillator (ICD) implant procedure. This lead was successfully replaced and is expected to be returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was unable to be implanted due to dislodgement, insulator issues and a fracture discovered during an implantable cardioverter defibrillator (ICD) implant procedure. This lead was successfully replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Supplemental: product investigation did not confirm the reported dislodgement and fracture observations. Product investigation confirmed the reported insulation damage observation. This lead was subjected to and passed continuity, hi-pot and wire insertion tests. This lead failed the visual inspection test. Detailed analysis noted blood/body fluid in the lumen and helix housing, a twist in the lead body approx. 60mm from the terminal end, large cuts in the damaged insulation approx.185 mm from the terminal pin end, an rs-cable bent and a slight misalignment of the shocking coils approx.530,570 mm from the terminal end. Initial: when this lead is received and analyzed, a supplemental report will be provided.